Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels was high but did not give exact levels, while wearing the pod for an unknown amount of time. It was also reported that the pod shut itself off in the middle of the night. The patient was treated with insulin and magnesium. The patient was released three days later. The pod was removed at home and was discarded.